Event description:
Reporter indicated that the patient stopped feeling magnet stimulation. Diagnostic testing obtained high lead impedance. Follow-up with the physician indicated that "he believes that the high impedance reading is related to the scar tissue around the patient's vagus nerve." X-rays reviewed by the manufacturer did not reveal any obvious lead discontinuities. No serious injury was reported.

Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No obvious lead discontinuities noted. Device failure is suspected but did not cause or contribute to a serious injury or death.